Manufacturer narrative:
This report is submitted on march 03, 2022.

Event description:
Per the clinic, the patient experienced fluctuation in volume with device use. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery.